Manufacturer narrative:
UDI number added.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound, when they had a red alarm. The device was in clinical use at he time the issue was discovered. It was unknown if there was any patient harm a the time this report was due.